Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip and missing reservoir tube o ring. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was broken. Customer's blood glucose level was unknown. Customer reported that the reservoir cap was broken. Customer reported that they received no delivery alarm. The insulin pump will be returned for analysis.